Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a lower sensor scan result of 3.80 mmol/L compared to a reading of 12.80 mmol/L obtained on another ADC product. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The results when plotted on a Parkes Error Grid fell into the "C" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer was asymptomatic and was able to self-treat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.